Event description:
A pt presented to the emergency center with symptoms of a cold in 2003 and it was determined that certain medications be prescribed for them. A urine sample was collected at that time and tested with the abbott testpack +plus hcg urine assay. The assay generated a negative result and the medication was administered. The pt subsequently miscarried in 2004.